Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not run an infusion of primary or secondary during setup. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). It was determined that this record is not reportable as a result of baxters medical assessment, however an MDR has been submitted to the FDA. MDR 1314492-2015-09012 can be removed from the FDA database.